Event description:
Patient with poor IV access was undergoing PICC line placement in interventional radiology. Under ultrasound guidance, access into the right medial brachial vein was made with a micro puncture technique. A guide wire was advanced under fluoroscopic guidance. Resistance was encountered at the level of the mid right upper arm. The wire was manipulated in an effort to transverse this region. This was unsuccessful and the wire was coiled in the mid upper arm. The guide wire was again manipulated and noted to be coiling on itself. Resistance was noted during removal. With increasing tension, the coiled micro-wire failed and uncoiled. The distal most aspect of the wire fractured off and was seen anchored to the vein wall at the level of the mid humeral region. Ultrasound confirmed this and the fragment were noted to be 1x3mm. Re-evaluation of the right arm showed the right lateral brachial vein is 2-3mm in diameter. The physician feels that patient's anatomy is part of the problem and the vein may have spasmed while manipulating the wire. The fragment was left in the patient.